Manufacturer narrative:
Additional information: photo device evaluation: no suspect product was received; however, photos were provided by the customer. The photos display the suspected complaint lens and a dent like mark could be observed on the optical area of the lens. Due to no product received, no further issues were observed, and no further evaluation was performed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Since serial number information was not provided, the complaint historical and manufacturing records reviews could not be conducted. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Marks resembling a gash on the central optic, tangential to the rings, and varying in size were noted on unknown odyssey model intraocular lenses (iols) occurring approximately once every two weeks; the exact number of iols involved is unknown. The marks are present when the lens comes out of the injector and is always in the same location. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: device model and serial number are not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.